Event description:
Information received indicates the bed will still move at the head end when in brake.

Manufacturer narrative:
The technician replaced the worn head end casters to repair the stretcher.